Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, h8.

Event description:
Additional information reported, "therapy resistant swelling (cheek area)".

Event description:
Patient reported being injected with juvéderm® volux¿ under the cheekbones and under the eye with (ck1 (0.3 each side), ck2 (0.2 each side), ck3b (0.3 each side), ck3m (0.5 each side), ck4 (0.5 each side)) and in tt1, tt2, tt3 with juvéderm® volbella¿ with lidocaine. Two day after the injection, patient experienced "severe side effects", "throbbing under the skin, redness, swelling and massive pain". Two days later, patient was prescribed augmentin for 7 days, urbason 40mg (cortisone, single dose), and mexalen 500mg as needed for pain relief. After a week with initial improvement, swelling began to recur, accompanied by stronger pressure pain and throbbing sensations. The next day, patient was prescribed moxifloxacin 400mg for 5 days and urbason (cortisone tapered dose: 40mg for 2 days, 20mg for 2 days, 10mg for 1 day). Swelling had nearly subsided, and pressure pain was slight. Around 15 days later, a red, swollen spot appeared under the eye, accompanied by massive throbbing and extreme pressure pain. Due to massive swelling on the upper right side of the face, patient was prescribed augmentin 875/125mg for 10 days, ciproxin 500mg for 10 days, diclobene 500mg for 10 days, bioflair for 10 days, and pantoloc 40mg. By 3 days, the swelling had receded, and the throbbing pain had subsided significantly. Pressure pain was present. Four days later, swelling resumed accompanied by unbearable pain, throbbing, stabbing headaches, and severe pain. The patient received daily high-dose cortisone therapy 250mg on the first day, 150mg for 2 days, and 50mg for the next 3 days with additional treatments included paracetamol, neodolpasse, nacl 0.9, and ringer¿s solution. Four days later, patient was discharged with tapered cortisone dose of 25 mg for 5 days, 12.5 mg for 5 days and 6.25mg for 6 days. About 15 days later, swelling recurred with pain under the eye. Patient was prescribed new medication of urbason 20mg for 4 days and aerius 10mg for 4 days. Four days later when swelling was reduced the medication was changed to urbason 10mg for 4 days and aerius 5mg for 4 days. About a month later, patient experiences high blood pressure and a resting heart rate consistently above 100 due to cortisone. Patient is still experiencing recurrent episodes of swelling, redness, and severe pressure pain under the eye. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4)(emdr-66742), (B)(4)(emdr-66747), (B)(4)(emdr-66746), and (B)(4)(emdr-66745). This MDR is being submitted for the second suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.